Manufacturer narrative:
This supplemental information was submitted to provide additional information from the regarding the event.

Event description:
The reported event was first observed at the end of a transurethral resection of the prostate procedure. The intended procedure was completed using different technology, monopolar setting. There was no delay and no harm or injury to the patient. The device was inspected prior to procedure and no anomalies were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. Investigation confirmed a defective generator board caused the e433 error. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center (B)(4) for evaluation. The reported e433 error was confirmed to be caused by a defective generator board. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the customer that the high frequency electro-surgical generator unit "does not keep on, error 433" which was observed during an unspecified event. No patient injury or harm was reported. The unit will be returned to the local repair center.